Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection, sepsis and hematoma. The hematoma was confirmed with a visual observation, but the cause was not determined. The patient presented oozing from the surgical pocket. As result, the entire system was explanted. No additional adverse patient effects were reported.